Event description:
The customer reported that the system displayed a boot-up terminated error message outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation and replaced the sram card. The system was tested and found to be working as intended and put back into service.